Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the patient's pump was exchanged, and a reason for the pump exchange was not provided. Add'l info was received from the vad coordinator that two months prior the patient had been discharged to an acute rehabilitation hospital following implantation of this pump. The patient was readmitted into the hospital for right heart failure (rhf) with a peak in his ldh of 1000. The patient's ldh decreased to the 700's prior to his pump being exchanged. Upon admission, an echo was performed and the lv was not decompressed. The av had been sewn over. Per the echo, the lv was distended despite the pump speed being increased to 11,200 rpm. Creatinine, liver enzymes and bilirubin were elevated. The patient was taken to the operating room to exchange the patient's pump. The patient was very unstable while in the operating room. The patient's chest was reopened, and a large amount of bleeding was found. It was reported that the patient expired in the operating room after the pump was exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.